Event description:
On 4/30/1999, following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The deployment was reported to be uneventful and the pt was discharged. The pt returned to the hosp for aortic valve replacement and coronary artery bypass grafting but developed congestive heart failure. On 5/3/1999 it became necessary to insert a balloon pump, and the same right puncture site was utilized (it was not noted in the pt's chart that an angio-seal had previously been placed). On 5/5/1999 the pt was noted to be without a pulse. The pt was taken to surgery where it was noted that the angio-seal was within the lumen of the proximal superficial femoral artery. The device was removed and the pulses returned. The pt was noted to be doing well. As of 6/7/1999, there has been no further report to the MFR of complication or additional pt sequelae.